Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment(slda) and clip deployed on chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. Visualization was difficult due to the echo imaging and due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed, but noted to be difficult due to the visualization. Leaflet insertion assessment was not satisfactory in all views. The clip was deployed; however, after deployment, it was found that the clip was only deployed on the anterior leaflet and posterior chordae. The clip was not attached to the posterior leaflet (single leaflet device attachment/slda). The mr was reduced to <1. The clip detached from the posterior leaflet and remained attached to the anterior leaflet and on chordae on the posterior side. One clip was implanted, reducing the mr to <1; therefore, no additional treatment was needed. No additional treatment was performed.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and difficulty grasping the leaflet appears to be due to challenging patient anatomy (restricted posterior leaflet) in conjunction with procedural circumstances (poor visualization). The reported foreign body was due to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.